Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's physician that the customer experienced low blood glucose levels and had to be hospitalized. Customer's blood glucose level was reported at 46 mg/dl. The customer's physician or the customer's relative will call back to trouble shoot. No further information was provided.